Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18063994 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 14x40 120 smart control self-expanding stent delivery systems (ses) was implanted into the superior vena cava and was successful. Then, the physician tried to add another 14x6 stent. When the shaft of the additional unknown 14x6 stent touched the initially implanted 14x40 stent moved/migrated/jumped into the right atrium and from there the stent moved into the right ventricle. The physician was able to remove the stent via the femoral access with a complex technique, using an unknown snare and an unknown 8 mm balloon blocking the catheter to move in any unwanted directions. Once the stent was caught by the snare, the stent was able to fold together. When the physician tried to remove the stent trough an unknown 12f sheath, the stent got divided into two part. One of the parts was able to be removed trough the sheath, the other part was removed surgically and the surgeons closed the vein with a patch. The patient has already been released from the hospital and during the next hospital visit an additional transthoracic echo is planned in order to check on the tricuspid valve. There was no reported patient injury. The device was discarded and will not be returned for evaluation.

Event description:
The stent of a 14x40 120 smart control self-expanding stent delivery systems (ses) was implanted into the superior vena cava and was successful. Then, the physician tried to add another 14x6 stent. When the shaft of the additional smart control 14 x 6 stent touched the initially implanted 14x40 stent moved/migrated/jumped into the right atrium and from there the stent moved into the right ventricle. The physician was able to remove the stent via the femoral access with a complex technique, using an unknown snare and an unknown 8 mm balloon blocking the catheter to move in any unwanted directions. Once the stent was caught by the snare, the stent was able to fold together. When the physician tried to remove the stent trough an unknown 12f sheath, the stent got divided into two parts. One of the parts was able to be removed trough the sheath, the other part was removed surgically, and the surgeons closed the vein with a patch. The patient has already been released from the hospital and during the next hospital visit an additional transthoracic echo is planned in order to check on the tricuspid valve. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There were no damages or anomalies noted to the device or packaging prior to use in the patient.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10. This is an updated complaint conclusion as additional information was received: the stent of a 14x40 120 smart control self-expanding stent delivery systems (ses) was implanted into the superior vena cava and was successful. Then, the physician tried to add another 14x6 stent. When the shaft of the additional smart control 14 x 6 stent touched the initially implanted 14x40 stent moved/migrated/jumped into the right atrium and from there the stent moved into the right ventricle. The physician was able to remove the stent via the femoral access with a complex technique, using an unknown snare and an unknown 8 mm balloon blocking the catheter to move in any unwanted directions. Once the stent was caught by the snare, the stent was able to fold together. When the physician tried to remove the stent trough an unknown 12f sheath, the stent got divided into two parts. One of the parts was able to be removed trough the sheath, the other part was removed surgically, and the surgeons closed the vein with a patch. The patient has already been released from the hospital and during the next hospital visit an additional transthoracic echo is planned in order to check on the tricuspid valve. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The product was not returned for analysis. A product history record (phr) review of lot 18063994 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses migration¿ and ¿stent-ses fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event as it was reported that the new stent touched the previously implanted stent, which then resulted in the stent movement and migration. Vessel characteristics (although unknown) may have contributed to the reported event if the target lesion was not adequately prepared. According to the safety information in the instructions for use ¿when treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents which have already been placed. Recrossing a partially or fully deployed stent with adjunct devices must be performed with caution. Prior to stent deployment remove all slack from the catheter delivery system. Potential complications may include, but are not limited to: stent migration/embolization. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: the stent of a 14x40 120 smart control self-expanding stent delivery systems (ses) was implanted into the superior vena cava and was successful. Then, the physician tried to add another 14x6 stent. When the shaft of the additional unknown 14x6 stent touched the initially implanted 14x40 stent it moved/migrated/jumped into the right atrium and from there the stent moved into the right ventricle. The physician was able to remove the stent via the femoral access with a complex technique, using an unknown snare and an unknown 8mm balloon blocking the catheter to move in any unwanted directions. Once the stent was caught by the snare, the stent was able to fold together. When the physician tried to remove the stent through an unknown 12f sheath, the stent got divided into two parts. One of the parts was able to be removed through the sheath, the other part was removed surgically, and the surgeons closed the vein with a patch there was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 18063994 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses migration¿ and ¿stent-ses fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Procedural factors (the shaft of the additional unknown 14x6 stent touched the initially implanted 14x40 stent) may have contributed to the reported event. According to the safety information in the instructions for use ¿when treating multiple lesions, the most distal lesion should be stented first followed by the stenting of proximal lesions. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents which have already been placed. Recrossing a partially or fully deployed stent with adjunct devices must be performed with caution. Potential complications may include, but are not limited to: stent migration/embolization.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Section d10 corrected.